Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00817, 1627487-2022-00818. It was reported the patient experienced ineffective stimulation due to the t11 lead being fractured and one l1 lead migrating. Migration was confirmed by x-ray. Surgical intervention may take place at a later date. Note: it is unknown which l1 lead is liable, as such both leads are being reported.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.